Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during drain. The registered nurse (rn) stated it looked like the home patient (hp) became disconnected and then reconnected herself in the drain on accident. The baxter technical service representative (tsr) explained to the rn to cycle power off and on twice to clear both alarms, se2240/2367 and then start over with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's caregiver on (B)(6) 2011 and she was not there when the alarm occurred. She did speak to the nurse about the alarm and she only knew that the nurse had the patient restart over with new supplies that day. She was not sure how the patient became disconnected. She suggested the writer followup with the nurse for more information. Since then the patient has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance received a call from the nurse on (B)(6) 2011 and the patient was able to resume therapy that day after starting over with new supplies. She was not sure how the patient became disconnected from the machine, the patient denied having any knowledge of how they became disconnected when she spoke to the patient. Since then the patient has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. A 510k number will not be provided in the MDR as the product code is unknown.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.